Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During preventative maintenance of the device, the service engineer reported, the electronic gas delivery system would not calibrate. The service engineer replaced the oxygen sensor, but the phenomenon continued. The device was returned for investigation. Since the event occurred during preventative maintenance, there was no pt involvement during this event.